Event description:
Vidas tsh is an automated quantitative test for use on the instruments of the vidas family, for the immunoenzymatic determination of thyroid-stimulating hormone in human serum or plasma (lithium heparin) using the elfa technique (enzyme linked fluorescent assay). Range of expected values: euthyroid: 0.25 - 5 iu/ml. Hyperthyroid: < 0.15 iu/ml. Hypothyroid: > 7 iu/ml. These figures are given as a guide; it is recommended that each laboratory establish its own reference values from a rigorously selected population. Description of the issue: on (B)(6) 2022, a customer in (B)(6) notified biomérieux of overestimated result when testing with vidas® tsh 60 tests (ref. 30400, lot #1009171910, expiry date: 04-jan-2023) in context of external quality control (qc). The quality control sample is lyphocheck immunoassay plus control and it was the level 3 that was involved. The customer obtained a result of 56.51 iu/ml the range provided by bio-rad is [29.0-45.6] the customer did a repeated the qc test and found 52.22 iu/ml. The last calibration was valid. As it was an external quality control, no patient sample was involved. A biomérieux internal investigation will be initiated. Reference 30400 is not registered in the united states. The u.s. Similar device is product reference 30400-01.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in india that they obtained an overestimated result when testing with vidas® tsh 60 tests (ref. 30400, lot#: 1009171910, expiry date: 04-jan-2023) in context of external quality control (qc). Investigation: complaint analysis: as of the date of this investigation, this is the only complaint received for overestimated results when testing a quality control sample with this lot. Control chart analysis: this analysis was carried out on four (4) internal samples with respective targets between 21.4 and 37.90 iu/ml (concentration close to the concentration of the quality control sample) using seven (7) batches of vidas hcg (including the customer¿s lot: 1009171910). The analysis of the control charts showed that all results are within specifications and the lot mentioned by the customer is in the trend compared to the other lots. Internal sample testing: the complaints laboratory tested 3 internal samples with targets between 21.40 and 37.90 iu/ml on the retain kit of vidas hcg lot: 1009171910 (lot mentioned by the customer). The results complied with the specifications without any significant difference compared to those observed before the batch release, and no evolution has been observed over time. Quality control testing: the complaints laboratory tested a specimen of the quality control sample lyphocheck immunoassay control plus level 3 lot: 40393 (already in stock in our laboratory) on the retain kit of vidas hcg lot: 1009171910. The quality control sample gave a result of 39.74 iu/ml so within the acceptable range established by biorad. Conclusion: the complaints laboratory did not reproduce the issue reported by the customer (result too high) when testing internal samples and the sample ¿lyphocheck immunoassay plus control¿ level 3 lot: 40393 on vidas hcg lot: 1009171910. Without the customer¿s material available and relevant information concerning the operating conditions, it was not possible to pursue further the investigation and the investigation did not identify any obvious root cause. The initial result observed by the customer can be due for one or more of the causes listed below: according to the data above, there is no reconsideration of vidas hcg ref. 30405 lot: 1009171910.